Event description:
It was reported to philips that the device gives an error message for defective ECG equipment when starting the device. There was no adverse event to the patient or user. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was a defective ECG cable the reported problem was confirmed. The customer was provided a replacement ECG cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.